Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025.

Event description:
It was reported that the implantable pulse generator (ipg) was causing discomfort when the patient sits. It was also noted that the patient had to charge the ipg for an extended time due to incorrect charging and this was resolved with troubleshooting. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively and the device remains implanted and in use.